Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie was failed. A field service engineer assisted customer with the cubie failure, performed diagnostic tests, and verified the results with the customer. The system functioned as intended after the field service engineer assisted the customer the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer and cubie was failed. The customer mentioned that the lid stayed open, but the screen said to pop the lid but could not recover the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.